Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure the balloon did not fully inflate and the black exit marker proximal to the balloon was noted to be loose and bunched up. It was confirmed that no pieces of the device detached inside the patient. They tried to remove the balloon from the endoscope but failed. They cut the balloon catheter and removed it from the distal end of the scope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient was reported to be over 18 years old. (B)(4) for the reported event of exit marker loose/bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter shaft was broken 18cm from the distal tip. No wingtool was present on the balloon. The balloon was relaxed and deflated. The exit marker was confirmed as bunched and loose. The catheter shaft was inspected for cosmetic defects and a kink was present 137cm from the distal tip. The catheter could not be inserted into the scope as it was broken 18cm from the distal tip. An inflation test could not be completed as the unit was broken. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of exit marker / loose detached was confirmed. It is likely that the exit marker got damaged as the catheter was being advanced through the scope. This resulted in the exit marker bunching and becoming loose. The unit was cut in order to remove the balloon from the scope. The unit could not be inflated as part of the product analysis as the unit was cut. The most probable root cause o this event is operational context as due to some procedural factors (e.g. Torturous anatomy) encountered during use, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure the balloon did not fully inflate and the black exit marker proximal to the balloon was noted to be loose and bunched up. It was confirmed that no pieces of the device detached inside the patient. They tried to remove the balloon from the endoscope but failed. They cut the balloon catheter and removed it from the distal end of the scope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.